Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 16:21:39. During night drain cycle one, the patient's ultrafiltration reading was 1121ml, indicating the home patient (hp) drained 1121ml more than their maximum programmed fill volume of 900ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported increased intra-peritoneal volume (iipv) condition. The cause was false empty detect and use error, inappropriate bypass of the low drain volume (ldv) alarm during the initial drain. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass ldv alarm in initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.